Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain at level of bladder [pelvic pain female] pain in the abdomen [pain abdominal] haemorrhage for 2 weeks after insertion, [procedural bleeding] pain in ovaries [pain ovarian] lower abdomen pain / hypogastric pain [abdominal pain lower] weight in the bladder [bladder disorder] pain during sexual intercourse [painful intercourse] head pain [head pain] dizziness [dizziness] nausea [nausea] acute fatigue [exhaustion] migraines [migraine] gastrointestinal disorders [gastrointestinal disorder] menstrual bleeding, with pain similar to contractions, through the back [dysmenorrhea] recurrent inflammation [inflammation] joint pain [joint pain] impairment of attention/impairment of concentration [concentration impairment] bilateral arnold neuralgia [arnold neuralgia] hypersensitivity to noise [sound sensitivity increased] hypersensitivity to light [photosensitivity reaction] dry eyes [dry eyes] oral discomfort [oral discomfort] mood disorder [mood disorder] depressive syndrome [depressive syndrome] repeated exhaustion [exhaustion] possibility of intolerance to this device [device intolerance] experienced one episode of hepatic colic [biliary colic] dyskinetic gallbladder [biliary dyskinesia] muscle & joint pain [arthromyalgia] asthenia [asthenia] dryness of vaginal mucosa associated with burns [vaginal dryness] vaginal burning [vaginal burning sensation] due to worsening of migraine [migraine aggravated] phobia [phobia] photophobia [photophobia] rotational dizziness [rotatory vertigo] spots on the retina [spots before eyes] vomiting [vomiting] uveitis [uveitis] dysmetria (left finger/nose), [dysmetria] deviation of index fingers with closed eyes (right) [finger deformity] arnold¿s neuralgia [arnold neuralgia] instability when walking [gait instability]. Cramps [cramp in lower abdomen]. Bilateral s1 paresthesia [localised tingling]. Osteoarthritis [osteoarthritis]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 13-oct-2025. The most recent information was received on 04-feb-2026. This spontaneous case was originally reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain at level of bladder") in a 36-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of edema, pelvic pain female, device intolerance, drug intolerance, parity 2 (2002 & 2005) and appendicitis. Previously administered products included: mirena. Past adverse reactions to the above products included: continuous bleeding with mirena. Concurrent conditions were listed as electric shock sensation, burnout syndrome and obesity. Concomitant products included propranolol (propranolol hydrochloride) since june 2024 and zolmitriptan. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced procedural haemorrhage ("haemorrhage for 2 weeks after insertion,"). On (B)(6) 2016 she experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("pain in the abdomen"), adnexa uteri pain ("pain in ovaries"), abdominal pain lower ("lower abdomen pain / hypogastric pain"), bladder disorder ("weight in the bladder"), dyspareunia ("pain during sexual intercourse"), dizziness ("dizziness"), nausea ("nausea"), gastrointestinal disorder ("gastrointestinal disorders"), dysmenorrhoea ("menstrual bleeding, with pain similar to contractions, through the back"), inflammation ("recurrent inflammation"), joint pain ("joint pain"), disturbance in attention ("impairment of attention/impairment of concentration"), a first episode of occipital neuralgia ("bilateral arnold neuralgia"), hyperacusis ("hypersensitivity to noise "), photosensitivity reaction ("hypersensitivity to light"), dry eye ("dry eyes"), oral discomfort ("oral discomfort"), affective disorder ("mood disorder"), depression ("depressive syndrome") and a first episode of fatigue ("repeated exhaustion"). In 2017 she experienced biliary colic ("experienced one episode of hepatic colic"), biliary dyskinesia ("dyskinetic gallbladder"), arthromyalgia ("muscle & joint pain"), asthenia ("asthenia"), vulvovaginal dryness ("dryness of vaginal mucosa associated with burns"), vulvovaginal burning sensation ("vaginal burning"), migraine aggravated ("due to worsening of migraine"), phobia ("phobia") and vertigo (" rotational dizziness"). In 2022 she experienced visual impairment ("spots on the retina"). In 2024 she experienced vomiting ("vomiting") and uveitis ("uveitis"). In june 2025 she experienced headache ("head pain"), a second episode of fatigue ("acute fatigue") and migraine ("migraines"). In 2025 she experienced a second episode of occipital neuralgia ("arnold¿s neuralgia") and gait disturbance (" instability when walking"). On unknown date she experienced device intolerance ("possibility of intolerance to this device"), photophobia ("photophobia"), dysmetria ("dysmetria (left finger/nose),"), finger deformity ("deviation of index fingers with closed eyes (right) "), cramp in lower abdomen ("cramps"), paraesthesia ("bilateral s1 paresthesia") and osteoarthritis ("osteoarthritis"). The patient was treated with sanmigran (pizotifen malate), laroxyl (amitriptyline hydrochloride) and codeine (codeine phosphate) as well as surgery ((sub-total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2025 at the time of the report, the biliary colic and biliary dyskinesia had resolved and the pelvic pain, abdominal pain, bladder disorder, dyspareunia, headache, latest episode of fatigue, migraine, gastrointestinal disorder, dysmenorrhoea, inflammation, joint pain, disturbance in attention, hyperacusis, photosensitivity reaction, dry eye, oral discomfort, affective disorder and depression had not resolved. The outcomes for procedural haemorrhage, abdominal pain lower, dizziness, nausea, device intolerance, arthralgia, asthenia, vulvovaginal dryness, vulvovaginal burning sensation, migraine, phobia, photophobia, vertigo, visual impairment, vomiting, uveitis, dysmetria, finger deformity, gait disturbance, cramp in lower abdomen, paraesthesia, osteoarthritis and the last episode of occipital neuralgia were unknown. The reporter considered cramp in lower abdomen, arthromyalgia, asthenia, biliary colic, biliary dyskinesia, dysmetria, finger deformity, gait disturbance, migraine aggravated, the second episode of occipital neuralgia, osteoarthritis, paraesthesia, phobia, photophobia, uveitis, vertigo, visual impairment, vomiting, vulvovaginal burning sensation and vulvovaginal dryness to be related to essure administration. No causality assessment was received for essure with regard to procedural haemorrhage, abdominal pain, adnexa uteri pain, abdominal pain lower, bladder disorder, dyspareunia, headache, dizziness, nausea, the second episode of fatigue, migraine, gastrointestinal disorder, dysmenorrhoea, inflammation, joint pain, disturbance in attention, the first episode of occipital neuralgia, hyperacusis, photosensitivity reaction, dry eye, oral discomfort, affective disorder, depression, the first episode of fatigue, pelvic pain or device intolerance. The reporter commented: since the implantation, I have informed and solicited medical professionals on the subject and the possibility of intolerance to this device. These remained. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32.456 kg/sqm. [Computerised tomogram head] on (B)(6) 2018: normal; on (B)(6) 2024: no hemorrhage, no venous thrombosis [computerised tomogram thorax] on (B)(6) 2024: no sarcoidosis, no tuberculosis [electromyogram] on (B)(6) 2025: cervicobrachial neuralgia on disc disease (c5c6c7 and l5s1)) without axonal lesion [endoscopy] on (B)(6) 2023: no finding [magnetic resonance imaging head] on (B)(6) 2024: no finding [ultrasound scan] on (B)(6) 2016: 1 visible coil on the right side 1 visible coil on the left side. Correct position confirmed. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2026: medical record received. New events hepatic colic, muscle and joint pain, asthenia, vaginal mucosa associated with burns, migraine, phobia, photophobia, nausea, rotational dizziness, spots on the retina, dizziness, nausea, vomiting. Uveitis. Dysmetria, deviation of index fingers, arnold¿s neuralgia, instability when walking, cramps, bilateral s1 paresthesia, osteoarthritis added. Medica history, concomitant & treatment drugs, lab data, additional reporter updated. Essure removal date & details updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain at level of bladder [pelvic pain female]. Pain in the abdomen [pain abdominal]. Haemorrhage for 2 weeks after insertion, [procedural bleeding]. Pain in ovaries [pain ovarian]. Lower abdomen pain / hypogastric pain [abdominal pain lower]. Weight in the bladder [bladder disorder]. Pain during sexual intercourse [painful intercourse]. Head pain [head pain]. Dizziness [dizziness]. Nausea [nausea]. Acute fatigue [exhaustion]. Migraines [migraine]. Gastrointestinal disorders [gastrointestinal disorder]. Menstrual bleeding, with pain similar to contractions, through the back [dysmenorrhea]. Recurrent inflammation [inflammation]. Joint pain [joint pain]. Impairment of attention/impairment of concentration [concentration impairment]. Bilateral arnold neuralgia [arnold neuralgia]. Hypersensitivity to noise [sound sensitivity increased]. Hypersensitivity to light [photosensitivity reaction]. Dry eyes [dry eyes]. Oral discomfort [oral discomfort]. Mood disorder [mood disorder]. Depressive syndrome [depressive syndrome]. Repeated exhaustion [exhaustion]. Possibility of intolerance to this device [device intolerance]. Experienced one episode of hepatic colic [biliary colic]. Dyskinetic gallbladder [biliary dyskinesia]. Muscle & joint pain [arthromyalgia]. Asthenia [asthenia]. Dryness of vaginal mucosa associated with burns [vaginal dryness]. Vaginal burning [vaginal burning sensation]. Due to worsening of migraine [migraine aggravated]. Phobia [phobia]. Photophobia [photophobia]. Rotational dizziness [rotatory vertigo]. Spots on the retina [spots before eyes]. Vomiting [vomiting]. Uveitis [uveitis]. Dysmetria (left finger/nose), [dysmetria]. Deviation of index fingers with closed eyes (right) [finger deformity]. Arnold¿s neuralgia [arnold neuralgia]. Instability when walking [gait instability]. Cramps [cramp in lower abdomen]. Bilateral s1 paresthesia [localised tingling]. Osteoarthritis [osteoarthritis]. Gastralgia [gastralgia]. Headaches [headache]. Arnold nerve neuralgia [arnold neuralgia]. Case narrative: the below report was received by health authority ansm (reference number: r2527568) on 13-oct-2025. The most recent information was received on 12-mar-2026. This spontaneous case was originally reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain at level of bladder") in a 36 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pudendal neuralgia, edema, pelvic pain female, device intolerance, drug intolerance, parity 2 (2002 & 2005) and appendicitis. Previously administered products included: mirena and mirena. Past adverse reactions to the above products included: continuous bleeding with mirena. Concurrent conditions were listed as burnout syndrome since 2011 as well as electric shock sensation and obesity. Concomitant products included propranolol (propranolol hydrochloride) since on (B)(6) 2024 and zolmitriptan. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced procedural haemorrhage ("haemorrhage for 2 weeks after insertion,"). On (B)(6) 2016, she experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("pain in the abdomen"), adnexa uteri pain ("pain in ovaries"), abdominal pain lower ("lower abdomen pain / hypogastric pain"), bladder disorder ("weight in the bladder"), dyspareunia ("pain during sexual intercourse"), dizziness ("dizziness"), nausea ("nausea"), gastrointestinal disorder ("gastrointestinal disorders"), dysmenorrhoea ("menstrual bleeding, with pain similar to contractions, through the back"), inflammation ("recurrent inflammation"), joint pain ("joint pain"), disturbance in attention ("impairment of attention/impairment of concentration"), a first episode of occipital neuralgia ("bilateral arnold neuralgia"), hyperacusis ("hypersensitivity to noise "), photosensitivity reaction ("hypersensitivity to light"), dry eye ("dry eyes"), oral discomfort ("oral discomfort"), affective disorder ("mood disorder"), depression ("depressive syndrome") and a first episode of fatigue ("repeated exhaustion"). In 2016, she experienced head pain ("head pain"). In 2017, she experienced biliary colic ("experienced one episode of hepatic colic"), biliary dyskinesia ("dyskinetic gallbladder"), asthenia ("asthenia"), vulvovaginal dryness ("dryness of vaginal mucosa associated with burns"), vulvovaginal burning sensation ("vaginal burning"), migraine aggravated ("due to worsening of migraine"), phobia ("phobia") and vertigo ("rotational dizziness"). In 2019, she experienced arthromyalgia ("muscle & joint pain"). In 2022, she experienced visual impairment ("spots on the retina"). In 2023, she experienced abdominal pain upper ("gastralgia"). In 2024, she experienced vomiting ("vomiting"), uveitis ("uveitis") and headache ("headaches"). On (B)(6) 2025, she experienced a second episode of fatigue ("acute fatigue") and migraine ("migraines"). Essure was removed on (B)(6) 2025. In 2025, she experienced a second episode of occipital neuralgia ("arnold¿s neuralgia"), gait disturbance (" instability when walking") and a third episode of occipital neuralgia ("arnold nerve neuralgia"). On unknown date she experienced device intolerance ("possibility of intolerance to this device"), photophobia ("photophobia"), dysmetria ("dysmetria (left finger/nose),"), finger deformity ("deviation of index fingers with closed eyes (right) "), cramp in lower abdomen ("cramps"), paraesthesia ("bilateral s1 paresthesia") and osteoarthritis ("osteoarthritis"). The patient was treated with sanmigran (pizotifen malate), laroxyl (amitriptyline hydrochloride), codeine (codeine phosphate) and triptan (oxitriptan) as well as surgery ((sub-total hysterectomy with bilateral salpingectomy). At the time of the report, the biliary colic and biliary dyskinesia had resolved and the pelvic pain, abdominal pain, bladder disorder, dyspareunia, head pain, latest episode of fatigue, migraine, gastrointestinal disorder, dysmenorrhoea, inflammation, joint pain, disturbance in attention, hyperacusis, photosensitivity reaction, dry eye, oral discomfort, affective disorder and depression had not resolved. The outcomes for procedural haemorrhage, abdominal pain lower, dizziness, nausea, device intolerance, arthralgia, asthenia, vulvovaginal dryness, vulvovaginal burning sensation, migraine, phobia, photophobia, vertigo, visual impairment, vomiting, uveitis, dysmetria, finger deformity, gait disturbance, cramp in lower abdomen, paraesthesia, osteoarthritis, abdominal pain upper, headache and the last episode of occipital neuralgia were unknown. The reporter considered cramp in lower abdomen, abdominal pain upper, arthromyalgia, asthenia, biliary colic, biliary dyskinesia, dysmetria, finger deformity, gait disturbance, headache, migraine aggravated, the second episode of occipital neuralgia, the third episode of occipital neuralgia, osteoarthritis, paraesthesia, phobia, photophobia, uveitis, vertigo, visual impairment, vomiting, vulvovaginal burning sensation and vulvovaginal dryness to be related to essure administration. No causality assessment was received for essure with regard to procedural haemorrhage, abdominal pain, adnexa uteri pain, abdominal pain lower, bladder disorder, dyspareunia, head pain, dizziness, nausea, the second episode of fatigue, migraine, gastrointestinal disorder, dysmenorrhoea, inflammation, joint pain, disturbance in attention, the first episode of occipital neuralgia, hyperacusis, photosensitivity reaction, dry eye, oral discomfort, affective disorder, depression, the first episode of fatigue, pelvic pain or device intolerance. The reporter commented: since the implantation, I have informed and solicited medical professionals on the subject and the possibility of intolerance to this device. These remained. Essure inserted on (B)(6) 2016 with 1 visible coil on both right and left sides. After 3 months, the position of essure was considered satisfactory, with proximal tubal position. The materiovigilance notification was reported to the french ha (ansm) on (B)(6) 2025. At the time of the report, it seemed difficult to link the various reported symptoms/disorders with essure, according to bayer¿s lawyers. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32.456 kg/sqm. [Computerised tomogram head] on (B)(6) 2018: normal; on (B)(6) 2024: no hemorrhage, no venous thrombosis [computerised tomogram thorax] on (B)(6) 2024: no sarcoidosis, no tuberculosis [electromyogram] on (B)(6) 2025: cervicobrachial neuralgia on disc disease (c5c6c7 and l5s1) without axonal lesion [endoscopy] on (B)(6) 2023: no finding [magnetic resonance imaging head] on (B)(6) 2024: no finding [ultrasound scan] on (B)(6) 2016: 1 visible coil on the right side 1 visible coil on the left side correct position confirmed; in 2017: with no anomaly; (date unknown): normal [x-ray] in 2019: hands and feet considered normal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-mar-2026: medical record received. New events headache, arnold nerve neuralgia & gastralgia were added. Medical history, treatment drugs & lab data updated. Reporter causality comment updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) pelvic pain at level of bladder [pelvic pain female] pain in the abdomen [pain abdominal] haemorrhage for 2 weeks after insertion, [procedural bleeding] pain in ovaries [pain ovarian] lower abdomen pain [abdominal pain lower] weight in the bladder [bladder disorder] pain during sexual intercourse [painful intercourse] head pain [head pain] dizziness [dizziness] nausea [nausea] acute fatigue [exhaustion] migraines [migraine] gastrointestinal disorders [gastrointestinal disorder] menstrual bleeding, with pain similar to contractions, through the back [dysmenorrhea] recurrent inflammation [inflammation] joint pain [joint pain] impairment of attention/impairment of concentration [concentration impairment] bilateral arnold neuralgia [arnold neuralgia] hypersensitivity to noise [sound sensitivity increased] hypersensitivity to light [photosensitivity reaction] dry eyes [dry eyes] oral discomfort [oral discomfort] mood disorder [mood disorder] depressive syndrome [depressive syndrome] repeated exhaustion [exhaustion] possibility of intolerance to this device [device intolerance] case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 13-oct-2025. The most recent information was received on 19-oct-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain at level of bladder") in a 36-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced procedural haemorrhage ("haemorrhage for 2 weeks after insertion,"). On (B)(6) 2016 she experienced pelvic pain (seriousness criterion medically important), abdominal pain ("pain in the abdomen"), adnexa uteri pain ("pain in ovaries"), abdominal pain lower ("lower abdomen pain"), bladder disorder ("weight in the bladder"), dyspareunia ("pain during sexual intercourse"), dizziness ("dizziness"), nausea ("nausea"), gastrointestinal disorder ("gastrointestinal disorders"), dysmenorrhoea ("menstrual bleeding, with pain similar to contractions, through the back"), inflammation ("recurrent inflammation"), arthralgia ("joint pain"), disturbance in attention ("impairment of attention/impairment of concentration"), occipital neuralgia ("bilateral arnold neuralgia"), hyperacusis ("hypersensitivity to noise "), photosensitivity reaction ("hypersensitivity to light"), dry eye ("dry eyes"), oral discomfort ("oral discomfort"), affective disorder ("mood disorder"), depression ("depressive syndrome") and a first episode of fatigue ("repeated exhaustion"). In (B)(6) 2025 she experienced headache ("head pain"), a second episode of fatigue ("acute fatigue") and migraine ("migraines"). On unknown date she experienced device intolerance ("possibility of intolerance to this device"). At the time of the report, the pelvic pain, abdominal pain, bladder disorder, dyspareunia, headache, latest episode of fatigue, migraine, gastrointestinal disorder, dysmenorrhoea, inflammation, arthralgia, disturbance in attention, occipital neuralgia, hyperacusis, photosensitivity reaction, dry eye, oral discomfort, affective disorder and depression had not resolved. The outcomes for procedural haemorrhage, abdominal pain lower, dizziness, nausea and device intolerance were unknown. No causality assessment was received for essure with regard to procedural haemorrhage, abdominal pain, adnexa uteri pain, abdominal pain lower, bladder disorder, dyspareunia, headache, dizziness, nausea, the second episode of fatigue, migraine, gastrointestinal disorder, dysmenorrhoea, inflammation, arthralgia, disturbance in attention, occipital neuralgia, hyperacusis, photosensitivity reaction, dry eye, oral discomfort, affective disorder, depression, the first episode of fatigue, pelvic pain or device intolerance. The reporter commented: since the implantation, I have informed and solicited medical professionals on the subject and the possibility of intolerance to this device. These remained. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-oct-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Pelvic pain at level of bladder [pelvic pain female], pain in the abdomen [pain abdominal], haemorrhage for 2 weeks after insertion, [procedural bleeding], pain in ovaries [pain ovarian], lower abdomen pain [abdominal pain lower], weight in the bladder [bladder disorder], pain during sexual intercourse [painful intercourse], head pain [head pain], dizziness [dizziness], nausea [nausea], acute fatigue [exhaustion], migraines [migraine], gastrointestinal disorders [gastrointestinal disorder], menstrual bleeding, with pain similar to contractions, through the back [dysmenorrhea], recurrent inflammation [inflammation], joint pain [joint pain], impairment of attention/impairment of concentration [concentration impairment], bilateral arnold neuralgia [arnold neuralgia], hypersensitivity to noise [sound sensitivity increased], hypersensitivity to light [photosensitivity reaction], dry eyes [dry eyes], oral discomfort [oral discomfort], mood disorder [mood disorder], depressive syndrome [depressive syndrome], repeated exhaustion [exhaustion], possibility of intolerance to this device [device intolerance]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 13-oct-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain at level of bladder") in a 36-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced procedural haemorrhage ("haemorrhage for 2 weeks after insertion,"). On (B)(6) 2016, she experienced pelvic pain (seriousness criterion medically important), abdominal pain ("pain in the abdomen"), adnexa uteri pain ("pain in ovaries"), abdominal pain lower ("lower abdomen pain"), bladder disorder ("weight in the bladder"), dyspareunia ("pain during sexual intercourse"), dizziness ("dizziness"), nausea ("nausea"), gastrointestinal disorder ("gastrointestinal disorders"), dysmenorrhoea ("menstrual bleeding, with pain similar to contractions, through the back"), inflammation ("recurrent inflammation"), arthralgia ("joint pain"), disturbance in attention ("impairment of attention/impairment of concentration"), occipital neuralgia ("bilateral arnold neuralgia"), hyperacusis ("hypersensitivity to noise "), photosensitivity reaction ("hypersensitivity to light"), dry eye ("dry eyes"), oral discomfort ("oral discomfort"), affective disorder ("mood disorder"), depression ("depressive syndrome") and a first episode of fatigue ("repeated exhaustion"). In (B)(6) 2025, she experienced headache ("head pain"), a second episode of fatigue ("acute fatigue") and migraine ("migraines"). On unknown date she experienced device intolerance ("possibility of intolerance to this device"). At the time of the report, the pelvic pain, abdominal pain, bladder disorder, dyspareunia, headache, latest episode of fatigue, migraine, gastrointestinal disorder, dysmenorrhoea, inflammation, arthralgia, disturbance in attention, occipital neuralgia, hyperacusis, photosensitivity reaction, dry eye, oral discomfort, affective disorder and depression had not resolved. The outcomes for procedural haemorrhage, abdominal pain lower, dizziness, nausea and device intolerance were unknown. No causality assessment was received for essure with regard to procedural haemorrhage, abdominal pain, adnexa uteri pain, abdominal pain lower, bladder disorder, dyspareunia, headache, dizziness, nausea, the second episode of fatigue, migraine, gastrointestinal disorder, dysmenorrhoea, inflammation, arthralgia, disturbance in attention, occipital neuralgia, hyperacusis, photosensitivity reaction, dry eye, oral discomfort, affective disorder, depression, the first episode of fatigue, pelvic pain or device intolerance. The reporter commented: since the implantation, I have informed and solicited medical professionals on the subject and the possibility of intolerance to this device. These remained. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.